Manufacturer narrative:
Physio-control further evaluated the customer's device and determined that the cause of the reported issue was due to a failed capacitor, designator c2. The device was archived by physio-control.

Event description:
The customer contacted physio-control to report that their device is not powering on. There was no report of patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The customer received a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is not powering on. There was no report of patient use associated with the reported issue.